Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. From the facts obtained from the investigation, it was reported that the issue was resolved by reconnecting properly the video cable. However, there was no detailed description of the cause, and since the device did not return, further information could not be obtained. As a result, the presumed cause could not be identified, and a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had an issue with the image that failed during the procedure and could only be restored by restarting the processor. There were no reports of patient harm.